Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt experienced intermitted pump alarms and pump stops. The pt underwent a pump exchange. Add'l info was rec'd per user facility report from the intermacs registry indicated that the pt noted that he could positionally cause a red heart alarm by raising his arms over his head or by lying on his right side. Due to the risk of abrupt power failure pt was admitted. The component was wire fracture.

Manufacturer narrative:
(B)(4). The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.